Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his spectra penile prosthesis removed due to infection. It was noted "cavernous body infection." No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The spectra cylinder was visually inspected and functionally tested. It performed within specifications.